Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece for analysis measuring 85.7 cm. The damage found was sustained during the surgical procedure. Lead body insulation damage was noted at 8.4 cm and 14.5 cm from the connector pin due to the explant procedure. No other anomalies were found. The reported event of no capture was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the left ventricular lead was dislodged and exhibited loss of capture. Chest x-ray performed on (B)(6) 2019 revealed left ventricular lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.